Event description:
It was reported that blade detachment occurred and device fragment remained in the patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. During the procedure, there was a non-boston scientific stent already implanted in lad proximal, which was dilated with wolverine. Upon removal from the patient, it was noticed that the blade was detached. Blade may have become entangled with the stent originally placed in lad proximal as this was an in stent restenosis case. There was no resistance to the blade being removed. The addition of the stent was performed to treat restenosis, not to apposition the remaining blade against the vessel wall. The procedure was completed using original device used. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. The visual inspection revealed that the balloon was subjected to positive pressure and was returned in a deflated state. Contrast media was contained within the balloon. No kinks or damages in the hypotube shaft. No kinks or damages in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Blade 1, no damage was present. The blade and pad were fully bonded on the balloon. Blade 2, no damage was present. The blade and pad were fully bonded on the balloon. Blade 3, approximately 4mm of the distal blade segment had detached and was not returned with the device. The pad was fully bonded to the balloon. No issues were identified with the tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that blade detachment occurred and device fragment remained in the patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. During the procedure, there was a non-boston scientific stent already implanted in lad proximal, which was dilated with wolverine. Upon removal from the patient, it was noticed that the blade was detached. Blade may have become entangled with the stent originally placed in lad proximal as this was an in stent restenosis case. There was no resistance to the blade being removed. The addition of the stent was performed to treat restenosis, not to apposition the remaining blade against the vessel wall. The procedure was completed using original device used. No further patient complications were reported.